Event description:
Last week the pt reported that she couldn't understand speech and she had very low hearing sensation. Before this the pt had good hearing performance. The audio processor was functional. No head trauma is reported. In situ measurements showed 6 electrode channels in status hi. The affected channels were disabled but the pt had very poor hearing performance with only six active electrodes.

Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to damage to the active electrode, as might be caused by an external mechanical impact. However, to confirm a root cause of failure an investigation of the explanted device will be necessary.

Event description:
Last week the patient reported that she couldn't understand speech and she had very low hearing sensation. Before this the patient had good hearing performance. The audio processor was functional. No head trauma is reported. In situ measurements showed 6 electrode channels in status hi. The affected channels were disabled but the patient had very poor hearing performance with only six active electrodes. As per additional information received, the patient was re-implanted on (B)(6) 2015. Despite requested, the explanted device has not been received for investigation by the manufacturer yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During device investigation damages where found at the active electrode which are attributable to the removal surgery. The telemetry measurements in field show high impedances, however during the investigation the device works within normal limits. Therefore it is assumed, that a device unrelated medical condition led to the reported issues. This is a final report.

Event description:
Last week the patient reported that she couldn't understand speech and she had very low hearing sensation. Before this the patient had good hearing performance. The audio processor was functional. No head trauma is reported. As per additional information received, the patient was re-implanted.